Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 25. The insulin pump would not go into rest. The light would not stop blinking. Customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.